Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting possible false positive sars result. Customer communicated they were sars positive by pcr on (B)(6) 2022 and treated with paxlovid. Customer tested negative by quidel qv and other rapid test (B)(6). Customer then tested sars positive by quidel qv on (B)(6) 2022. No other confirmation testing was performed.